Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving therapy from the device. Upon interrogation it was noted that there was oversensing on the right ventricular (rv) channel leading to inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. Review of the electrogram (egm) found that the rv lead signal was lined up with atrial signal, thus there was double counting. It was also noted that the r-wave amplitude had decreased from 15 millivolts (mv) to 4mv and the lead was pacing the atrium. A dislodgement was suspected, thus tachycardia therapy was programmed off and reprogramming done to prevent unnecessary atrial pacing. A revision procedure was performed two days later where the rv lead was found to have dislodged and pulled back up toward the valve. The patient denied any sort of twiddling with the lead or device. The lead was able to successfully be repositioned and remains in service. No additional adverse patient effects were reported.